Manufacturer narrative:
Response to FDA 483 homedics inspection 12/2006. Evaluation determined stress fracture in bottom of parafin bath caused by extreme pressure such as stepping into bath unit; instead of dipping hand/foot into bath briefly. Damage during use was confirmed by crack revealing used wax seeping through confirming unit was intact when first used ruling out factory defect or shipping damage, as new wax would have leaked when first used.

Event description:
No user injuries. Wax leaked from paraffin bath damaging area rug.